Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported multiple, intermittent occlusion alarms occurred. Supply changes were performed to address the occlusion alarms and the occlusion alarms continued. The customer experienced blood glucose (bg) levels ranging between 200-400mg/dl. Manual injections were administered and water was consumed to address the bg levels. The customer declined troubleshooting with tandem technical support to determine a possible cause of the current occlusion. Recommendation was made to consult with their health care provider to discuss diabetes management. Reportedly, the customer reverted to manual injections for insulin therapy.